Event description:
It was reported to medtronic minimed that the customer reported beep anomaly, and the pump was beeping on its own for no apparent reason and multiple occurrences. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting performed and the issue was not resolved. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed selftest. The p-cap locks properly into the reservoir compartment. No pump error 63 alarms noted in the pump history file, no other related alarms on event date or two days prior from event date. Decreased volume level to 1 and toggled on and off the audio, increased to 5 and toggled on and off the audio, and the audio feature functioned properly. The keypad assembly was inspected and found a cracked trace on pin 6 on the u1 chip. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, stained keypad overlay buttons, and scratched case. Random beeping was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.